Manufacturer narrative:
(B)(4). As reported, hemostasis of the mynxgrip vascular closure device (vcd) 6f-7f wasn¿t perfect. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A device history record (DHR) review of lot f1811701 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the DHR review, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, hemostasis of the mynxgrip vascular closure device (vcd) 6f-7f wasn¿t perfect. There were no reported patient injuries. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly as reported, hemostasis of the 6f-7f mynxgrip vascular closure device (vcd) wasn¿t perfect. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The syringe was returned separated from the device. No introducer sheath was returned with the device. The sealant and advancer tube were remaining in the manufactured position. It was noted that the returned device had no evidence of exposure to blood. No saline or saline residue was observed in the syringe, inflation tube or in the balloon. The sealant sleeve was also found remained it its manufactured position, which indicated that the device had not been inserted in an existing procedure sheath yet. The condition of the returned device does not match the description of the reported complaint. Leak testing was performed on the balloon of the returned device and no leak was found in the balloon. Shuttle down procedure was also simulated and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). No saline or saline residue was noted in the balloon of the returned device. A product history record (phr) review of lot f1811701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant sleeve location showed that there was no attempt to deploy in the patient, and there was no exposure to blood. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since the device show no sign of saline prep, or exposure to blood. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.